Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: ¿cs012/cs052/cs054¿ alarms observed in the pump alarm history on the date of pi. ¿ez-prime¿ steps were performed correctly and pump exercised for 24 hours- no eaw occurred during the investigation. Unable to duplicate issue. Investigators opened pump and no defect found. The battery compartment was cracked from case seal traveling to grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.